Manufacturer narrative:
A medtronic rep evaluated the system on-site. She completely removed spine directory and reinstalled synergy 1.7 which resolved the issue. Site has had successful cases since.

Event description:
Site called in and stated that they were not able to turn on the quadrant to view their fluoro image in synergy 1.6. Site stated that there was no preset view when they cycled. The button used to select the fluoro images within the screen quadrant said 'off'. When he selected the off button he could view the activated images, but when he selected one of the images there was no change. The case continued with a 3 on 1 view, and the main quadrant was black. Navigation was discontinued and the surgeon relied on 2d images to complete the case. No impact on pt outcome was reported.